Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, the gel has become porous or air bubbles have formed. The blood is percolating in into the air bubbles. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, the gel has become porous or air bubbles have formed. The blood is percolating in into the air bubbles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for air bubbles in the gel with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to air bubbles in the gel as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for air bubbles in the gel with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.